Event description:
While on a patient, the ventilator shut down suddenly with the vent. Inop. Alarm. When the phenomenon occurred, a staff in the hospital could not confirm what error message was shown. Settings on the ventilator were as follows. Mode=pcv/simv, fi02=0.7, (vt=380 ml), rr=30 bpm, it=1.0 sec, peep=8 cmh2o, trigger=-5 cmh2o, flow=24 1pm.